Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited rapid battery depletion with repeated restarts and shutdowns despite charging on the provided pad, and an alert 38 indicating consecutive stalled motor was observed; the device could not remain powered long enough to review full history, and a replacement was arranged. Symptoms included elevated blood glucose impacting the user¿s day. Outcomes included interruption of insulin delivery and the need for device replacement. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.